Event description:
Resident found with knees on the floor and head between siderails of the bed and alternating pressure mattress. Halfside rail was up.

Manufacturer narrative:
Mattress not available for review since healthcare facility turned unit over to a coroner - crime lab per procedure and unable to have access to medical report. Facility rep stated that the event was listed as an "unfortunate accident" when reviewed by the coroner. The dealer and user both indicated that there was no mattress problem or failure. There is no malfunction, no assignable cause and no mattress for review at this time so there is no action recommended. Both the user and dealer have been requested to provide any new data if any is made available and they have agreed to do so. Additional info from user facility report: brand name: apm; common device name: plexus 1000; serial number - (B)(4).